Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since the lot number on this complaint is unknown a device history record review could not be completed. To aid in the investigation, three physical samples were received for evaluation by our quality team. The samples came in a plastic bag and a visual inspection was performed. The samples have degraded resin embedded in the barrel. No other defects were observed. It is possible for this embedded foreign matter defect to occur at the start up or during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 3 samples were received. It came in a plastic bag. Visual inspection was performed. The samples have degraded resin embedded in the barrel. No other defect was observed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed. We will continue monitoring the complaints of this product and this symptom.

Event description:
It was reported that the bd syringe luer-lok¿ tip had black ink markings on it prior to use. The following information was provided by the initial reporter: "they found some 20ml syringes that showed 'black ink type markings' on the tips."